Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and low impedance measurements. The rv lead was explanted and replaced on 13 jan 205. The patient was in stable condition.